Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the vlyte sensor and performed a power flush. The cse aligned the integrated multisensor technology (imt) and ran dilcheck, resulting within range. The cse performed quality control (qc) in triplicate, resulting within range. The cause of the discordant, falsely depressed glucose, calcium, alkaline phosphatase and carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose, calcium, alkaline phosphatase and carbon dioxide results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer repeated the same sample on the original dimension vista instrument, resulting higher than the initial result. The customer reported out the alternate instrument results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose, calcium, alkaline phosphatase and carbon dioxide results.